Manufacturer narrative:
Concomitant medical product: w4tr01 crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged causing phrenic nerve stimulation and a change in threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.